Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle had penetrated through the catheter. The following information was provided by the initial reporter: crna went to start IV on patient. Needle inserted into pts vein l forearm. Unable to advance catheter off needle. Catheter and needle removed. Upon inspection, the needle had penetrated through the catheter and nearly sheared the end off of the catheter.

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00in. Insyte autoguard bc winged unit from lot number 1343936. A gross visual inspection found that there was damage to the catheter tubing near the catheter tip. Additionally, no media was found throughout the returned components. Further inspection under a microscope found that the damage was a tear in the shape of a v. This type of damage is indicative of a needle spear through. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The report indicates that venipuncture was achieved, but no media is present on the returned unit, it is likely that the returned unit is not the actual unit from this incident. As the returned unit is opened, it is impossible to determine if the needle spear through originated during manufacturing or in the user environment. This defect may originate during the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. Historically, a manufacturing related defect is known to result in a base spear through (spear near the catheter adaptor nose), not tip spear as seen in this unit. The defect may also occur in the clinician setting during tip adhesion break. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle had penetrated through the catheter. The following information was provided by the initial reporter: crna went to start IV on patient. Needle inserted into pts vein l forearm. Unable to advance catheter off needle. Catheter and needle removed. Upon inspection, the needle had penetrated through the catheter and nearly sheared the end off of the catheter.